Event description:
Conmed notified in2bones sas on october 23, 2025 with a complaint describing the following event: "it was reported on (B)(6) 2025 that an expired ibs snap-off screw was implanted into a patient on (B)(6) 2025 at (B)(6) center". Complainant: (B)(4). Product reference: s22 st014. Lot : 2003088.

Manufacturer narrative:
N/a.